Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. Visual analysis noted there is blood in/on the helix/lobe mechanism. Damaged at implant.

Event description:
It was reported that during implant attempt, the helix did not fully extend on either lead. The leads were not used. There were no patient complications reported as a result of this event.